Event description:
It was reported that during preparation for a ptca/stenting treatment procedure, the express2 monorail balloon was found to be ruptured. The express2 monorail conronary stent delivery system was removed and replaced with another express2 monorail conronary stent delivery system to successfully complete the procedure. No pt injuries or procedural complications were reported.